Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
After the surgeon released it inside the body, the imaging showed a clear adhesion. However, when it was removed immediately, it was found that one of the anchor legs of the filter had a significant deviation.